Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following a laparoscopic gastric bypass procedure, a hemoperitoneum was observed. The surgeon had to re-operate the patient to resolve the issue.